Event description:
It was reported that customer contacted arrow clinical support (acs) with info that they could not initiate pumping with autocat pump. Clinician stated they inserted iab & all connections were intact. Upon attempting to initiate pumping, message "balloon disconnect" given. A new iab was opened and the helium tubing was changed. Alarm was not resolved. All connections were rechecked. Balloon could not be manually inflated. Clinicians decided to remove iab. They noted some difficulty in removal of balloon. Pt was "life flighted" to another hosp. During flight, pressure had to be held on insertion site. No other pt complications reported. Follow-up report will be filed when eval is complete. See 1219856-2005-00131 for report relating to involved iabp.

Event description:
It was reported that customer contacted arrow clinical support (acs) with information that they could not initiate pumping with autocat pump. Clinician stated they inserted iab & all connections were intact. Upon attempting to initiate pumping, message "balloon disconnect" given. A new iab was opened and the helium tubing was changed. Alarm was not resolved. All connections were rechecked. Balloon could not be manually inflated. Clinicians decided to remove iab. They noted some difficulty in removal of balloon. Pt was "life flighted" to another hosp. During flight, pressure had to be held on insertion site. No other pt complications reported.